Event description:
The customer reported that on the third application to cut tissue during a hysterectomy, the device knife would not advance into the jaws. The surgeon opened another instrument to successfully complete the procedure. There was no pt injury. The device was returned for evaluation with a small white hook missing from the spindle cap mechanism. There is a remote possibility that the piece can disengage from the device. The customer has been made aware of the condition of the returned device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.